Event description:
Revision surgery - pt feel (sic) and tore rotator cuff. Significant cuff tear.

Manufacturer narrative:
The pt was revised for a torn rotator cuff due to a fall. Revision occurred 5 months after prior surgery. The device was not returned for investigational review. The DHR was reviewed and all processing and inspection steps were executed as intended, no ncmrs created. This is the first complaint for this part number. There are no indications of material, design or manufacturing problems that would contribute to the pt's trauma. Conclusion: no further action required. The trauma suffered by the pt was the reason for revision. This is the final report.